Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure to alarm both visually and audibly for a high hr alarm at the mx40 telemetry device. There was no patient involvement.